Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set tubing detachment event on 13-aug-2025. The site of detachment was close to site location. The infusion set was in use for one day no further information available.